Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2010 on a female patient (patient age and weight are unknown). According to the complainant, during the procedure, the balloon ruptured between 15 and 16.5 atm. No pieces of the balloon detached. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(4), 2010 on a female patient (patient age and weight are unknown). According to the complainant, during the procedure, the balloon ruptured between 15 and 16.5 atm. No pieces of the balloon detached. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A search of the complaint database revealed that no similar complaints exist for the specified lot. Visual examination of the returned complaint device revealed no defects to the catheter of the device; the balloon portion of the device was found to be torn longitudinally. The condition of the returned incident device is consistent with the complaint that the balloon burst. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g., the balloon comes into contact with sharp exterior sources).

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.